Event description:
It was reported the external pulse generator (epg) has a cracked top case and is missing the belt strap support. The epg was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): battery flex is corroded. Battery drawer, battery drawer end cap, battery contacts, and lower case are contaminated. Ring cover is broken. Upper case and high rate cover are broken. One side bail cover, ring, and one side bail are missing. If additional relevant information is received, a supplemental report will be submitted.